Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the right atrial pacing lead was variable. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, oversensing and far field r-wave (ffrw) oversensing. It was also noted that the right ventricular (rv) lead exhibited noise, increased sensing integrity counters and oversensing. Both leads are exhibiting fluctuating impedance trends. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.